Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a dent on its surface and failed visual testing. It was determined that the device showed heavy signs of wear. It was further determined that after the device was fully dismantled, there were discoloured liquid indicators, white residue and melted parts of the battery unit detected. It was determined that the device had been sterilized and showed deformation caused by heat. Therefore, the reported condition was confirmed. It was further determined that the battery charger indicator lamp on power module lit up. The assignable root cause was determined to be due to improper handling as the device had been autoclaved by error at the customer site. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device did not charge while in use the battery handpiece device. It was further reported that the battery handpiece device blocked during load. There was a fifteen minute delay in the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The serial number was documented as (B)(4) in the initial report. It has been updated to (B)(4). Device manufacture date: the device manufacture date was documented as oct 31, 2011 in the initial report. The device manufacture date has been updated as jul 30, 2012. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.